Event description:
Event verbatim [preferred term] (related symptoms if any seperated by commas) needle has broken and remained under her skin [medical device complication]. Case description: this spontaneous report, received from a foreign country and reported by a consumer as "needle has broken and remained under her skin", concerns a female pt treated with novofine (30g) (needle) in an unk period for "device therapy". In 2007, during injection with a novofine needle, the needle broke and remained under the pt's skin. The overall outcome is reported as "unk" reporter's casuality: unk. Novo nordisk causality: reportable.